Event description:
The hospital equipment-maintenance department complained of intermittent power problems with this device. It is not clear if there was any actual patient incident; certainly there was no serious patient incident.

Manufacturer narrative:
Root cause could not be determined with absolute certainty, but MFR did find that the power plug from the mounted ac adapter was not fully inserted and locked into the power jack on the ventilator. Also, a damaged alarm-reset plunger switch was found.